Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown, pain, cysts, exchange of textured device to smooth style device on left side. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red particle material on the shell, deformation and creases. Device patch with lot number 2215019. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported capsular contracture baker grade unknown, pain, cysts, exchange of textured device to smooth style device on left side. Patient reported double capsule and "undulations" .the device has been explanted. .